Event description:
An glucose alarm alert issue was reported with freestyle libre 2 app while using the samsung phone with android operating system version 13. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of loss of mobility, dizziness, extreme sweating and was unable to self-treat. The customer received healthcare professional (hcp) administration of unspecified medication/pills for treatment for hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the lg v60 thinq device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Attempted to replicate the user¿s complaint using a similar configuration and successfully received low glucose alarms. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An glucose alarm alert issue was reported with freestyle libre 2 app while using the samsung phone with android operating system version 13. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of loss of mobility, dizziness, extreme sweating and was unable to self-treat. The customer received healthcare professional (hcp) administration of unspecified medication/pills for treatment for hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.